Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in japan. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that bone cement cured faster than usual. Bone cement was in the refrigerator until just before. However, it hardened about 2 minutes after being placed in the syringe after mixing. About total 4 ~ 5 minutes. This product was not used and was discarded. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product was not returned or pictures not provided. Device evaluation could not be performed. A retained sample of the affected batch has been tested in the laboratory under standardized conditions. No unusual behaviour was observed during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.